Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: during investigation, the vibratory alarm functioned properly. The pump was opened to find no defects. The weak vibration complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet completed. When the evaluation is finished, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging weak vibrations. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.